Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported that a capsule failed to attach. Tech support advised customer that he is not able to replace capsule since customer didn't have delivery system/capsule to return. There was no harm caused to the patient and no intervention required. Patient had a lot of regurgitation that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for 3 months. The delivery system and the capsule will not be returned to given.